Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the returned product consisted of a coyote es balloon catheter. The balloon was loosely folded. There is blood in the inflation lumen and the balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. There is a pinhole at the distal markerband. The tip is damaged. There was no evidence of any material or manufacturing deficiencies contributing to the damage. There were numerous hypotube and shaft kinks. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery (ata). A 4 mm x 40 mm x 146 cm coyote¿ es balloon catheter was advanced for dilation. However, during the second inflation at 10 atmospheres for 20 seconds, the balloon ruptured. The device was simply pulled out and was completely removed from the patient's body. The procedure was completed with 4 mm x 20 mm x 146 cm coyote¿ es balloon catheter. No patient complications were reported and the patient's status was good.